Manufacturer narrative:
(B)(4). The customer provided one image showing an obturator. The customer also returned one psi sheath for analysis. Signs of use in the form of biological material were observed on the device. Visual analysis revealed that the sheath sidearm was completely separated from the hemostasis valve body. Indentations from the notches of the hemostasis body were visible on the sidearm extrusion at the point of separation, which indicates that the side arm was at one point attached. The customer also reported that the obturator was not secure to the psi. The sheath sidearm outer diameter measured 0.2119", which is within the specification limits of 0.2080"-0.2120" per the sidearm extrusion graphic. The sheath sidearm inner diameter at the hub end measured 0.129", which is within the specification limits of 0.128"-0.132" per the sidearm extrusion graphic. The smaller and larger outer diameter of the hemostasis valve body at the connection site with the sidearm were measured. The larger outer diameter (per measurement b on the hemostasis valve body product drawing) measured 0.1988", which is within the specification limits of 0.198"-0.202". The smaller outer diameter measured 0.1581", which is within the specification limits of 0.1540"-0.1590" per the hemostasis valve body drawing. The sidearm was reassembled to the hemostasis body and felt secure. Per (B)(4) rev12 (iso-11070 7.6), the sidearm axial pull strength and shear (tangential) strength force at break shall be = 15 n (3.37 lbf). After reattaching the sidearm back to the body, axial and tangential pull tests were performed to 15n. No separation of the side arm was observed. The manufacturing site was contacted as a part this complaint investigation. The site responsible for the hemostasis valve body indicated that the critical is dimension b (per product drawing). Quality inspection is performed during manufacturing on this dimension during the following scenarios: 1) when a production order is initiated, 2) during the final quality inspection, 3) during the in-process monitoring of the molded pieces. The site responsible for the full psi assembly also indicated that if the sample was assembled incorrectly, then the barbs would not be present on the side arm. R & d was also contacted and suggested that the sidearm be reattached to the body to retest the interface. The side arm was attached so that the imprints were located back over the barbs of the body. An attempt to disassemble the sidearm and body was performed; however, major force was required to disconnect. The instructions for use (IFU) provided with this kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage." The customer report of a sheath sidearm separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath sidearm separated from the hemostasis valve body. Despite the damage, the sample met all relevant dimensional and functional requirements. Based on the returned sample and confirmation from manufacturing and r & d, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the side arm detached from the introducer without any manipulation." The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2025-00802 and 9680794-2025-00679.